Event description:
During an in-clinic follow-up, the device was found to be in backup (bvvi) mode resulting in a loss of high voltage therapy. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.